Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the gun was found to be malfunctioned in the third firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Release button, idler gear teeth. Additional information was requested and the following was obtained: did the device cut? Yes. Did the device staple? Yes. On what tissue type was the device used? At what location on the tissue? Stomach tissue, on body part of stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd firing. If echelon, during which stroke did the event occur? 2nd stroke. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Green before event and gold after event. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes, across existing staple line. Were any unexpected noises heard? If so, when? Yes, during second stroke. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, surgeon couldn't complete the firing sequence therefore he opened echelon by pulling manual release lever. And after the event he found that closing trigger is not closing the gun. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Event happened during case of lap sleeve gastrectomy. The analysis results showed that one device was returned without a reload present. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was between 2 and 3; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components; the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.